Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that during connection of the promus stent delivery system (sds) with the angioplasty guide wire, it was observed that the stent was moved from it's original place. The sds was not used. No additional event or pt info is available. This is being reported based on the device analysis that revealed a stent dislodgement. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was partially dislodged from the balloon. The stent implant was crimped tightly. The distal end of the stent implant was 6mm distal to the distal end of the tip. There were two struts in the sixth row of distal struts that were flared. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. A snap gauge was used to measure the stent implant outer diameters. The middle measurements did not meet manufacturing criteria, they were oversized. The proximal and distal measurements met manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that after the 3.5 x28mm promus stent delivery system (sds) was loaded onto the guide wire, the stent implant was observed to be mislocated on the balloon. Analysis of the sds confirmed the stent implant was partially dislodged from the balloon, although it was crimped securely 6mm distal to the distal end of the tip. However, crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal and distal outer diameter (od) measurements met manufacturing criteria, but the middle od was out of specification, which most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. Stent retention during preparation can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling of the stent during prep. The protective sheath was not returned for evaluation, which may have assisted in the evaluation. To help ensure this type of event is not the result of a manufacturing issue, all sds are inspected for proper stent placement, stent damage, and crimped outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are also inspected for stent placement, crimped stent outer diameter, and stent damage. The distal end of the stent implant was found damaged, which was not reported and may have occurred during handling for shipment back to abbott vascular for evaluation. In this case, a conclusive root cause for the stent movement cannot be determined; however, the visual and dimensional analysis of the returned sds did not indicate any product quality issue. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.